Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was experienced issues with the pump due to multiple occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the contact alleged these occlusions were "false" occlusions. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.